Event description:
It was reported that after insertion of the iab, blood was noted leaking at the hemostasis valve. The physician removed the iab and replaced it with another. There were no patient complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the returned sample failed to confirm the user's complaint. The problem as reported by the user appears to be user technique related.